Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a review of the black box data showed a call service (064) alarm with high force due to occlusion during prime and another unexpected call service (064) alarm on 08/31/2015. During testing, the pump successfully passed the ez prime steps. The pump cover was removed and the piston was stiff and misaligned from the cartridge guides. Unrelated to the complaint, the display screen was dim and discolored.